Event description:
It was reported that the lead was damaged during the explant procedure. The interstim system was removed on the day of the report for MRI. During lead explant the distal portion of the lead (4 electrodes only) snapped off and remained in the patient. One week later it was reported that patient status at the time of this report was alive with no injury and there were no patient symptoms or complications associated with this event.

Event description:
Additional information received noted that from what this reporter knew, the patient was able to have a limited MRI with the distal tip of the broken lead still in place.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3966, lot# la3182, implanted: (B)(6) 2002, explanted: (B)(6) 2013. Product type: lead. (B)(4).